Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. During the colonoscopy procedure, the device failed to coagulate the tissue at the target lesion. This occurred with two devices and the procedure was completed with a third device. There were no reports of clinical complications. Refer to MFR report # 3005099803-2008-07001 for details regarding the first device.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined.